Event description:
It was reported via social media that the insulin pump did not operate properly once connected to the user's body. The customer stated that during troubleshooting for issues with the insulin pump on numerous occasions, the insulin pump would operate fine only when it was disconnected from the customer. The reporter advised that the insulin pump would be returned. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.